Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID, date of birth and weight were not provided for reporting. Date of event is unknown. (B)(4). Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Reporter facility contact number was not provided. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the reported devices were used in surgery for the femur trochanteric fracture on (B)(6) 2016. The pfna small nail, the pfna compression blade, the locking bolt, and the end cap were used for the procedure. Three months after the primary surgery, it was confirmed that the penetration of the blade has occurred. A year after the primary surgery, on (B)(6) 2017, the removal surgery of the implants was performed. From the x-ray images taken on (B)(6) 2017, it was found that there was a space on the tip of the blade. According to surgeon¿s opinion, there was a possibility that the rotation lock of the blade in question might have been failed. In terms of the lock of the blade, the surgeon stated that the inserter had been tightened harder. During the revision surgery, the surgeon checked the amount of the space created in the tip of the blade by rotating the removal device clockwise. It was confirmed that the surgeon needed a little over one rotation in order to have the blade locked. The surgeon also pointed out, although it was unclear whether the lock failure of the blade occurred during the primary surgery or during the unknown post-surgical event, there was a possibility that this might be one of the causes for penetration. No delay in removal surgery was reported. Patient outcome was not reported. Concomitant device: pfna-ii ø10 sm 125° l200 tan (part # 472.111s, lot# 2571765, quantity 1). Bolt ø4.9 self-tap l34 tav green (part# 459.340vs, lot# 5936482, quantity 1). End cap (part# unknown, lot# unknown, quantity 1). This report is for one (1) pfna blade 95 mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product was not returned. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Complaint was rated as confirmed based on the x-ray review where it is visible how the penetration of the blade penetration occurred like reported. No further investigation possible as no material was returned. Complainant device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records review was completed for part# 04.027.054s, lot# 9630105. Manufacturing location: (B)(4), manufacturing date: september 2, 2015, expiry date: august 1, 2025. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.